Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 439 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient recently had magnetic resonance imaging (MRI) performed. The MRI was due to a suspected problem with the patient¿s device or therapy. The hcp was unsure whether the patient was having symptoms due to the pump/therapy or due to spinal issues. The patient started having severe spasticity and muscle "conticulations" on (B)(6) 2019, and the hcp then saw the patient on (B)(6) 2019. The hcp was planning to move forward with a dye study. The pump logs did not show any abnormalities since the last refill on (B)(6) 2019. The hcp ordered for an MRI to be done today, but the pump has not recovered yet. As per the logs a motor stall recovery had not occurred. The motor stall occurred at 16:08 and the patient had exited the MRI suite at 16:24, the local time was 17:05 at the time of the report. It had been less than 2 hours since the patient exited the MRI field. Covering the patient with non-pump medication and periodically interrogating the pump for stall recovery was being considered. The hcp decided to give the patient oral baclofen. The patient was receiving oral baclofen 10 mg every 3 hours which had decreased the symptoms. No further patient complications have been reported as a result of this event.